Manufacturer narrative:
(B)(4). According to the complainant, the suspect device is contaminated and is not available for return. If any further relevant information is received, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a 10mm captivator ii round stiff snare was used during an endoscopic mucosal resection (emr) procedure performed on (B)(6) 2021. During the procedure, it was reported that when the device was inside the patient, the physician noted that there was a strip of plastic inside the sheath, and the strip of plastic fell inside the patient. Reportedly, during preparation, the plastic sheath appeared to be intact. There no other issues noted with the device. The plastic strip was removed from the patient. A similar captivator ii snare was used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure is reported to be stable.